Event description:
An optometrist reported that a female pt presented with ocular redness, irritation, and photophobia after use of equate multi-purpose solution. A corneal ulcer was diagnosed. Lens wear was discontinued and homatropine hydrobromide 5%, ketorolac tromethamine, trobramycin 0.3% were prescribed. The dr indicated that treatment was required to preclude a permanent injury. The eyes improved in one day, and were entirely clear in another 2 days. The pt returned to lens wear. According to the dr, the pt is not compliant and overwears her lenses.